Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted a disassembled ar-8400ctd. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8400ctd torpedo disassembled. This occurred during use when the consumable was passed to be placed in the handpiece, it was disassembled. An attempt was made to use it, but it was not stable and did not perform the oscillation function properly, so another consumable had to be used to solve the problem.